Event description:
It was reported per article of interest literature review that the purpose of this single-center, retrospective, observational study was to describe the safety and efficacy of quadripolar coronary sinus (cs) lead extraction and reimplantation, and to compare outcomes with patients who underwent extraction of non-quadripolar (i.e., bipolar or unipolar) cs leads. Cases were identified from the duke university hospital lead management registry. Patients were included if they underwent extraction of a cs lead between 2013 and 2024. They identified 102 patients who underwent extraction of a quadripolar cs lead and 80 patients who underwent extraction of a unipolar or bipolar cs lead. The most common indications for extraction were infectious, including sepsis or endocarditis and pocket infection. Lead failure was another indication for extraction. In the quadripolar group, the single instance of clinical success, neither complete procedural success nor procedural failure, was due to retention of a small segment less than four centimeters of a fragmented acuity x4 4678 lead within the distal cs. There were no instances of procedural failure or major adverse events. No additional adverse patient effects were reported.

Manufacturer narrative:
Wagner, ethan s., et al. (2025). Transvenous extraction of quadripolar coronary sinus pacing leads. Heart rhythm. Https://doi.org/10.1016/j.hrthm.2025.03.1979.